Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a chest washout using a pulsavac device. Upon irrigation the system monitor displayed that the pump stopped, low flow, and then the pump returned to normal. Prior to the pump stop, the power went up significantly and the pi dropped.

Manufacturer narrative:
The patient is ongoing on lvad support without further issue. No further information is available at this time. A supplemental report will be submitted when the event analysis is completed.